Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head, resulting in a dislodged magnet. Revision surgery to replace the magnet is planned but has not taken place as of the date of this report, (B)(6) 2011. The implanted device remains.